Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified amount of bd venflon¿ pro safety bd vialon¿ extravasations occurred. Patient information or results of intervention provided was unable to be obtained. The following information was provided by the initial reporter: we have been experiencing an increase in extravasations within our department and as part of our investigations are look I am contacting you with regards to the above product that we use in our patient group within my unit in nhs fife. We have been experiencing an increase in extravasations within our department and as part of our investigations are looking at all the components we use. I would like to enquire if there has been any change in the manufacturing components that are used with this product., or indeed any issues with the batch number : additional information received 05 july 2023 - the symptoms vary and include, swollen red areas further up from cannula site and late onset bruising.

Event description:
It was reported that during use with an unspecified amount of bd venflon¿ pro safety bd vialon¿ extravasations occurred. Patient information or results of intervention provided was unable to be obtained. The following information was provided by the initial reporter: we have been experiencing an increase in extravasations within our department and as part of our investigations are look, I am contacting you with regards to the above product that we use in our patient group within my unit in nhs fife. We have been experiencing an increase in extravasations within our department and as part of our investigations are looking at all the components we use. I would like to enquire if there has been any change in the manufacturing components that are used with this product or indeed any issues with the batch number : additional information received 05 july 2023 - the symptoms vary and include, swollen red areas further up from cannula site and late onset bruising.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.